Manufacturer narrative:
Citation: amer mr et al. Comparative outcomes of transcarotid and transsubclavian transcatheter aortic valve replacement. Ann thorac surg. 2020 jan;109(1):49-56. Doi: 10.1016/j.athoracsur.2019.05.035. Epub 2019 jul 4. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of the outcomes in patients who underwent transcatheter aortic valve replacement (tavr) with the transsubclavian or transcarotid access route. All data were retrospectively collected from a single center between january 2016 and october 2018. The study population included 71 patients and was predominantly male with a mean age of 80 years and was 96% caucasian. Of those, 44 were implanted with medtronic transcatheter bioprosthetic valves: corevalve (2), evolut r (28), and evolut pro (14). No serial numbers were provided. Among all patients, one death was observed. It was reported that the patient died after refusing dialysis for renal failure complications. The manufacturer of the valve that was used to treat this patient was not identified. Based on the available information, medtronic product was not directly associated with the death. Among all patients, adverse events that were observed peri-operatively, in-hospital and 30-days post-tavr included: permanent pacemaker implantation, conversion to surgical aortic valve replacement due to a left subclavian dissection, cardiac arrest during valve implantation, new onset atrial fibrillation, rehospitalization for unknown reasons, moderate-severe aortic regurgitation, major bleeding, major vascular complications, and ischemic stroke. It was noted that the ischemic strokes were confirmed by magnetic resonance imaging. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.